Manufacturer narrative:
(B)(4). A device history record (DHR) was performed and there were no issues found that could contribute to the reported complaint. The sample was not returned for evaluation; however, fifty samples were randomly selected from inventory at the manufacturing facility and all samples were found to be within specification. With the absence of the actual sample, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the co2 connector does not fit properly on the anesthesia machine. No patient injury or consequence.

Event description:
The customer alleges that the co2 connector does not fit properly on the anesthesia machine. No patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The investigation results are incomplete at the time of this report.